Manufacturer narrative:
For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. The inhalation flow sensor was replaced to resolve the reported issue. For 1 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. (B)(4).

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1006-9305-000 anesthesia gas machine experienced a flow sensor error preventing mechanical ventilation. These reports were received from various sources. Of the 2 events, 1 did not involve a patient, 1 did not involve a patient. No patient information was available.